Manufacturer narrative:
The device was used in treatment. A review of the device history record identified no rejects for this lot number. A review of complaints against this lot number identified no additional reports. Additional information has been requested.

Event description:
The customer reported during pre-op of a radiofrequency (rf) procedure, the outer package was free of damage although the inner package was found open. The device was not used, the sheath was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The device was used in treatment. A review of the device history record identified no rejects for this lot number. A review of complaints against this lot number identified no additional reports. Returned device analysis revealed the returned tyvek packaging from lot# c1-10241 was within manufacturing specifications. According to the report, the sterile package was open but the outer package was free of damage. Upon evaluation of the returned packaging under a 10x microscope, there were no voids in the seal and the packaging looked normal. Potential effects to the user are: product / packaging does not meet visual criteria. The potential cause(s) for the reported failure may be related to: packaging material out of specification, sealing parameters out of specification, equipment malfunction. Review of risk for this failure mode identified the risk to remain low. Based on the investigation, a CAPA is not required. Oscor will continue to monitor this device for complaint trends and risk. The customer, will be sent a copy of the investigation report. The tyvek packaging is checked 100% per qa inspection procedure (adelante breezeway introducer set packaging inspection) to ensure there are no voids in the seal. The reason for return cannot be confirmed. Instructions for use (IFU) the arrive braided transseptal sheath is supplied sterile. The package contains the following items: 1arrive braided transseptal sheath, 1 dilator and product documentation. Sterile package inspection - inspect the sterile packaging and sheath prior to use. If the sterile packaging or sheath is damaged, do not use the sheath. Contact your representative. Check to verify the device is within its expiration date. Do not use if the product date has expired.